Manufacturer narrative:
The stretch resistant (sr) wire of the ruby coil was fractured, and the embolization coil was unraveled. Evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly. The sr wire was fractured and the embolization coil was unraveled. If the ruby coil is forcefully manipulated during retraction, the sr wire may fracture, causing the embolization coil to detach. The pusher assembly and introducer sheath, and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Therefore, the root cause of the difficulty advancing the ruby coil out of the microcatheter could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure the physician attempted to advance a ruby coil through a non-penumbra microcatheter and into the aneurysm; however, the ruby coil was unable to advance out of the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same non-penumbra microcatheter. The physician did not mention experiencing resistance. A rotating hemostasis valve was used in the procedure and the physician did not maintain continuous flush. There was no report of an adverse effect to the patient.